Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and genital haemorrhage ('general abnormal bleeding/blodd loss') in a 44-year-old female patient who had essure (batch no. 758631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included dipyridamole (metropolyn) and losartan for hypertension. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraine"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain\pian chronic left sided pain") and nerve compression ("other injury(ies) or complication (s) please describe: nerve entrapment:abdomen"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("blood loss and anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract infection ("uti") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilater). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, urinary tract infection, fatigue, alopecia, headache, weight increased, dizziness, mood swings and vaginal haemorrhage had resolved and the psychological trauma, depression, anxiety, bladder disorder, urinary tract disorder, migraine, vaginal discharge and nerve compression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, mood swings, nerve compression, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, uti, fatigue, hair loss, hormonal changes, headaches, weight gain, dizziness and blood loss and anemia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram: in (B)(6) 2014: bilateral occlusion. Imaging procedure : on (B)(6) 2014: essure confirmation test unspecified, result not reported.. Lot number: 758631. Manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and genital haemorrhage ('general abnormal bleeding/blood loss') in a 44-year-old female patient who had essure (batch no. 758631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included dipyridamole (metropolyn) and losartan for hypertension. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraine"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain\pian chronic left sided pain") and nerve compression ("other injury(ies) or complication (s) please describe: nerve entrapment:abdomen"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("blood loss and anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract infection ("uti") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy (partial) ,salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilater). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, urinary tract infection, fatigue, alopecia, headache, weight increased, dizziness, mood swings and vaginal haemorrhage had resolved and the psychological trauma, depression, anxiety, bladder disorder, urinary tract disorder, migraine, vaginal discharge and nerve compression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, mood swings, nerve compression, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, uti, fatigue, hair loss, hormonal changes, headaches, weight gain, dizziness and blood loss and anemia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test unspecified, result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Lot number and lab data added. Events ; abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, anxiety, bladder or urinary problems or changes, migraine, vaginal discharge, other injury(ies) or complication (s) please describe: nerve entrapment were added. Event hormonal changes updated to hormonal changes describe: mood swings. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and genital haemorrhage ('general abnormal bleeding/blood loss') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("blood loss and anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and dizziness ("dizziness") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, urinary tract infection, fatigue, alopecia, hormone level abnormal, headache, weight increased and dizziness had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, uti, fatigue, hair loss, hormonal changes, headaches, weight gain, dizziness and blood loss and anemia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure conformation test unspecified, result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case become incident. Injury nos was replaced with new events- dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, psych injury, uti,fatigue, hair loss, hormonal changes, headaches, weight gain, dizziness, blood loss and anemia were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.